Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, insufficient evidence was available to determine the root cause of that event. The product returned for evaluation was a straight 0.018¿ stainless-steel guidewire in its plastic hoop. Use residue was observed at the distal end of the guidewire. The guidewire was kinked in multiple places but was intact. Microscopic inspection of the guidewire revealed the coil wire was misaligned and protruding at the proximal end of the guidewire. The functional process of using this device would have first required full passage of the wire through the introducer needle (prior to usage with the microintroducer). Since no difficulty was reported during this initial step, it was possible that the damage had occurred during use.

Event description:
It was reported that when attempting to pass a sheath dilator through the end of the guidewire, it did not pass. There was no reported patient injury. (B)(6) 2024 - the guidewire returned for evaluation exhibited multiple kinks.